Event description:
It was reported that it was impossible to adjust the stimulation. "Call your doctor" icon was displayed on the screen of the patient programmer. A power on reset (por) condition was reported. It was mentioned that the patient saw a call your doctor/por screen after the procedure on the day of the report and after turning on the programmer. The implantable neurostimulator (ins) had not been turned on yet and it was unknown if ins had been programmed after the procedure.. It was also reported that reprogramming took place four days later which "went fine."

Manufacturer narrative:
(B)(4).